Event description:
A user facility reported while using a evis exera iii colonovideoscope pcf-h190dl during a therapeutic colonoscopy one of the internal component (that controls the knobs that go up and down and left and right) wires broke and curled up inside the sigmoid colon while the scope was at 180 degrees. The scope could not be straightened in order to be safely removed from the patient. The procedure was converted to an exploratory laparoscopic procedure and delayed by forty-five minutes. The patient was reported to be doing well, and responsive in recovery.